Manufacturer narrative:
The returned implants were evaluated and found that the shell and stem has substantial areas of bone ingrowth on the outer porous coated surfaces indicating good fixation of the components. There are fine, multidirectional scratches and some debris on the bearing surfaces-this suggests presence of third body particles but the source remains unclear. The bi-metric stem has been returned with a fracture across its taper such that a portion of the taper remains inside the bore of the taper adapter. The fracture surface of the stem taper shows polished sections around the edges as well as areas of grey/white residue which are a likely indication that a fretting/galling process has taken place. The remaining unpolished areas of the fracture surface on the taper are rough in finish, with possible signs of beach marks radiating from the edge suggesting a fatigue mechanism. Note that it is possible that the polishing action post-fracture mentioned above has masked other features which could have helped indicate towards a particular mode of fracture. The ¿broken neck of bi-metric stem¿ probably fractured due to fatigue which may have been initiated by a fretting/galling process. The absence of radiographs and information regarding the patient activity levels prevent the identification of other factors which may have contributed to the stem failure.

Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2007. Revision procedure was performed on (B)(6) 2013 due to broken neck of the bi-metric stem. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product evaluation has been initiated, but not complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.